Event description:
It was reported that during follow up, an alert for out of range hv lead impedance was observed. Review of records revealed, impedance was within normal range and due to programming the alert was received. The device was reprogrammed. All electrical parameters were good and stable. Patient condition is good. Lead will be monitored.